Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was conjugate contamination of the ctni flex cartridge from the ri probe. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.

Event description:
Falsely elevated troponin I results were obtained on ten pts within a 24 hr period. The results were reported to the physician. The samples were retested and negative results were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was conjugate contamination of the ctni flex cartridge from the ri probe.